Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. The oversensing was reproducible via isometrics. Programming changes were made. The patient was reported to have a heart rate pauses before but was stable during and after check.

Manufacturer narrative:
Correction: report source should have also included "study" on initial MDR submitted on (B)(4), 2018.